Event description:
It was reported that there was a break in the insulation of the device.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was a break in the insulation of the device.

Manufacturer narrative:
The device was returned for investigation where the reported failure mode was confirmed. The cracked insulation was evident during the visual inspection. The handle was tested using an insulation scan and the device failed where the crack was present. Possible root cause/s could be: normal wear and tear, multiple uses of flash sterilization, rapid cooling after sterilization, and/or contact with metal tray during sterilization. An action has been opened to address the insulation failure for our OEM supplier for our lap instruments using polymer resin insulation. In sum, the product was returned for investigation and the reported failure mode could be confirmed. The failure mode will be monitored for future reoccurrence.